Event description:
It was reported that (2) devices were used during a nissen procedure. It was reported by the affiliate that the lcs16 white separated rubber lining, inside of jaw fell out. Another instrument was used to complete the case. There was no consequence to the pt.